Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) and requested further review of the daily threshold and impedance measurements report. Upon review, ts confirmed that the shock impedances appeared to have been gradually increasing for about eight months. Ts discussed possible causes with the hcp and recommended for commanded shock test to be performed for further lead evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.